Manufacturer narrative:
(B)(4). Date sent: 10/15/2021. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. The DHR for lot 7460 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Date sent: 11/17/2021. Investigation summary- overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found. Additional information received: serial number (B)(6).

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: on what date did the implant take place? (B)(6) 2015. On what date did the explant take place? (B)(6) 2021. What is the product code? Lx13. Lot #? 7460. Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies.- no. Is the patient currently taking currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. Was there any hiatal or crural repair done at the same time as the implant? - no. Was mesh used at time of implant? No. What was the reason for removal of the linx device? ¿ sudden return of reflux, confirmed by barium test. At the time of removal, was the device found in the correct position/geometry at the time of removal? - yes. Have the symptoms resolved since the device was explanted? ¿ new linx device implanted at time of removal. Don¿t follow up for 12 weeks post op so resolution of symptoms tbc.

Event description:
It was reported that there was a linx removal.